Event description:
Surgeon reports via our clinical department about severe medical and lateral pain. An arthroscopy is planned on (B)(6), 2010, for further decision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.